Manufacturer narrative:
Awareness date in (B)(4) were updated on 01/20/2021 to january 14, 2021 due to additional information received. Complainant part is not expected to be returned for manufacturer review/ investigation. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported on (B)(6) 2021 that the patient experienced infection and dehiscence after being implanted with l mandible sagittal split plate. The device was explanted on (B)(6) 2020. There was patient consequence. The patient required antibiotic treatment. There is no further information available. This complaint involves five (5) devices. This report involves one (1) 1.85mm ti matrix screw self-tapping/6mm. This report is 2 of 3 for (B)(4).